Event description:
The pt was sitting in her wheelchair, slid out onto the floor. The pt complained of pain in her right leg and was noted with decreased mobility of right leg. An x-ray was ordered that showed a right hip fracture. The pt's husband opted for comfort care, pain mgmt and not aggressive treatment. The pt remained in hospice with comfort measures and died (B)(6) 2018.